Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. It was reported that the patient underwent a surgical procedure on (B)(6) 2006 and ams monarc subfascial hammock was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2006 along with concurrent removal of old mesh product due to pop and recurrent sui and intrinsic sphincter deficiency. Following insertion the patient experienced pain, infection, urinary problems, recurrence, bleeding, dyspareunia and other unspecified issues.

Manufacturer narrative:
It was reported that following insertion the patient experienced frequent urinary tract infections. It was also reported that the patient underwent mesh excision on (B)(6) 2016 by dr. (B)(6) at st. (B)(6).